Event description:
Complainant alleged that while defibrillating a pt after the 3rd shock, the device displayed "defib fault 76", "defib disabled" and analysis halted messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.